Event description:
It was reported that the right atrial lead exhibited loss of capture and sensing anomaly. The lead was explanted and replaced. The patient was in stable condition post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found that a partial lead was returned in two pieces. Insulation abrasion was noted at 2.8 cm to 3.4 cm from the distal tip. The abrasion was consistent with exposure to constant friction to another implantable device.